Manufacturer narrative:
Additional information : manufacturer narrative. The actual date of event is unknown. Root cause: the root cause for the reported issue of an pump not working and not communicating with another channel was not determined because no products or device logs were returned.

Event description:
It was reported that the clinician has previously had an event where channels were reportedly ¿not working¿ and ¿not communicating with another channel¿. On the pcu there was no option of channel a/b/c/d. Three channels were on the left side of the pcu, and one channel was on the right side. This was reported to bd representatives during their site visit. There was patient involvement and no harm.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the clinician has previously had an event where channels were reportedly ¿not working¿ and ¿not communicating with another channel¿. On the pcu there was no option of channel a/b/c/d. Three channels were on the left side of the pcu, and one channel was on the right side. This was reported to bd representatives during their site visit. There was patient involvement and no harm.